Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. The nurse stated that on an unknown date, the patient was diagnosed with peritonitis. It was unknown if the patient was hospitalized. The nurse stated that it was recurrent peritonitis. The catheter was infected, and was removed. The patient recovered from peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. Follow up on (B)(4) 2012, the peritoneal dialysis nurse (pd, rn) declined to provide any further information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11k14121. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.